Event description:
Original order (B)(4) right side handle broke off at the weld.

Manufacturer narrative:
The device was evaluated by the returns department where they found that it was sent to ivc with freight/packaging issues. The right hand grip sheared off from back cane. The box was way to big for the chair.

Event description:
Original order (B)(4) right side handle broke off at the weld.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.